Event description:
It was reported that a cracked and shattered touchscreen rendered the insulin pump's display unresponsive and illegible, preventing interaction with the device. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced and provided instructions for storage and return of the damaged pump, ensuring continuity of insulin delivery with a replacement pump.